Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continued moving forward after the reservoir made contact and insulin squirted out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.